Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and ra diculopathy. It was reported that the programmer would not power on. The caller said he took it out of the box probably a week prior to the report for the first time. The caller said that he put new batteries in it and he couldn't get the screen to power on. The caller was calling in from the hospital and did not have the equipment with him. The caller was at the hospital because she has swelling around her implant for the past 2 days. The caller was going to ask the hcp to page a rep to meet the patient at the hospital to connect to the patient's ins. No further complications were reported.